Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation this device was returned and inspected, a specific root cause could not be determined, since the device did not present any visual or functional defect during the product analysis by olympus nor the OEM. Therefore, the most probable cause for this failure mode was determined to be "cause not established." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the powered laser surgical instrument an error messages 410 and 441 occurred after an hour of usage in an unknown procedure. The system was restarted but the error code persisted. The device was switched out for a similar device and after an hour of usage another error message occurred. The system was shut down, restarted, and then was working. The procedure was completed. There were no reports of patient harm or injury.